Manufacturer narrative:
As reported a (B)(6) infection was present at the time of implant and therefore not related to the use of the device. The patient did develop a post operative seroma which through a CT scan was determined to be located between the mesh and the abdominal wall. Based on the patient's compromised state prior to implant, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the post operative seroma. Although the patient infection was not related to the use of the device, regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Additionally, the development of a seroma is a known adherent risk of any surgical procedure and seroma is listed in the adverse reaction section of the IFU as a possible complication. A manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Should additional information be provided regarding the patient clinical course, a supplemental MDR will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It is reported that on (B)(6) 2017 the patient was implanted with a bard phasix st mesh. As reported the patient has a history of infected mesh and multiple recurrent abdominal hernias and at the time of implant had an open wound and an ongoing chronic infection (B)(6). Postoperatively the midline wound opened with a cloudy drainage. A CT scan was taken and noted a seroma between the mesh and the abdominal wall. Attempts by radiology to place a drain were unsuccessful. The surgeon then contacted davol to request a doctor to doctor consult regarding how to manage the patient. During additional follow up with the implanting surgeon from davol field assurance the surgeon stated that due to the patient having an ongoing infection prior to implant he did not feel that the infection was at all related to the phasix st mesh. He stated that left the mesh in place, followed by wound vac placement to help with granulation tissue and then closure of the abdominal wound.